Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. Patient reported that when he sat down in a motorized reclining chair (the kind that assists people to stand up) he started experiencing shocking even though the patient had turned stimulation off beforehand. The patient turned the chair off and this resolved the issue. No further complications were reported/anticipated.